Event description:
The customer reported that the energy selection switch was not working properly. This was discovered during testing; there was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the energy selection switch was not working properly. This was discovered during testing; there was no pt involvement. The device was evaluated by a philips fse. The symptom was clarified as the device failed to power up. The fse determined that the energy select switch was defective. The customer was given a quote to replace the energy select switch.